Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a leak in the system that compromised its performance, resulting in incomplete implant inflation. Both cylinders showed damage, with the outer sheath detaching and holes present in each, which led to significant fluid loss. The ipp was explanted and replaced. There were no patient complications reported.